Manufacturer narrative:
The integra 400 plus analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for an unspecified number of patient samples tested for tina-quant hba1c gen. 3 (hba1c) on a cobas integra 400 plus analyzer. The customer observed the issue between different reagent packs of the same lot number. Discrepant results were provided for 1 patient sample. The initial result was 6.09%. The patient¿s historical result was 5.6%. The customer loaded a new reagent pack, calibrated, and repeated the patient sample and the result was 5.52%.

Manufacturer narrative:
Discrepant high hba1c results were provided for an additional patient sample (patient 2). The initial result was 6.2%. The repeat result was 5.4%.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The hba1c reagent lot number was 79012301 with an expiration date of 31-oct-2025. The field service engineer (fse) found drops of water in the glass syringe due to a loose seal on the dosing pipette. The fse replaced the syringe. The instrument was operating within specification. The service actions resolved the issue.